Manufacturer narrative:
(B)(4). Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during a procedure with cm nail, when surgeon inserted a set screw, tip of the captured screw driver was fractured inside the patient. The fractured portion was able to be removed from the patient's body. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The reported screw driver is returned for evaluation. Visual examination of the returned product identified capturing driver short sleeve had fractured at the hex tip. The inner rod has been bent. The micro hardness of the device was performed and is conforming to print specifications. Device was submitted for further analysis. Analysis determined the captured screwdriver short sample showed that it fractured due to mixed mode of overload fracture, which consisted of fine ductile dimples on top of brittle cleavage planes. The material composition of the device was conforming to print specifications. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.